Event description:
06/2005: the test strips involved in this case have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have failed visual testing. There was white edge showing on the side of the strip. The test strips also failed functional testing since the label info on the test strips does not match the info in the strip lot. The label apparently looks fake. 1/4 of the test strips fell high out of range using the control solution.